Event description:
It was reported that the pump battery was depleting too quickly, but this did not cause a pump shutdown. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to uninstall and reinstall the mobile app and to monitor the battery depletion, with further instructions to follow up if it exceeded 35% per day. The customer continued to use the pump for insulin therapy.